Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation on jan 17, 2012 with a carefusion sales rep. "The vent was just rec'd back from remediation performed at the factory and the alarm does not have audible sound. [Name removed] has the ventilator at the (B)(4) warehouse and it can be checked there. He would like field service to check it out and fix it if possible at the (B)(4) facility so it will not take anymore time than it already has." The following add'l info concerning the event was copied from an e-mail rec'd from the carefusion sales rep on jan 19, 2012. "Thanks [name removed]; this avea was in a hospital, [facility name removed], (B)(6); the rt was checking the avea out prior to use on pt; when it was noted no audible alarms in a 'circuit disconnect' state. This is my consignment avea that was sent back to (B)(4) for remediation (B)(4) and had not been used until it went into [facility name removed] hospital as a loaner due to our recall. This avea removed the avea from the hospital and field service was dispatched to try to fix it in (B)(4)." The following add'l info concerning the event was copied from an e-mail rec'd from the carefusion sales rep on jan 24, 2012 that was in response to an "(B)(6) 2011; [name removed], rt supervisor called during a pre-use test to place the ventilator in service; [name removed] called me on the same day; he called me because he knew this avea was my loaner."

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service rep to evaluate the device. The carefusion field service rep has not completed the eval of the device as of jan 24, 2012. Carefusion will submit a f/u medwatch report once the eval has been completed.